Manufacturer narrative:
The investigation revealed the following: the investigation of the affected instrument was performed at the repair workshop in nussloch. Based on the visual inspection, no damage and no inner abnormal findings such as damaged/loosened parts or unexpected leakages were detected. A performance check in the form of a processing run finished successfully. Extended test runs were performed used existing programs on the instrument, specifically the one program which was reported to have caused tissue sample damage. The test runs were successful as well; the system went into safe sate after detecting inconsistent level sensor reading. As a preventive measure, all level sensors were exchanged. Furthermore, repeated performance runs using reagents in critical stations were successfully completed. Instrument logs were investigated for the parameter settings and found to all be within the expected limits. Therefore the incident was presumably user related due to a wrong application from the customer site.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2020, leica biosystems received a complaint that the customer experienced damaged tissue samples during processing on their asp6025. As a result rebiopsy was recommended for 71 patients but as of today, no patient has been rebiopsied.